Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The baseline age of the patients is 25 months old. Possible models could include the model 4965 and/or 10366; there is no indication of specific allegations to specific leads at the time of this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "alternative to the transvenous approach in pediatric pacing - long-term experiences with bipolar epicardial pacing leads." Herzschr elektrophys. 2001: 12:158-162.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article reports that there were leads with rising, unstable and high thresholds, adequate evoked response signals' (undersensing), and muscle stimulation observed. The status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.